Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 81 mg/dl (performa combo system) and 40 mg/dl (mobile system). The customer had hypoglycemic symptoms of trembling at the time of the results. The customer self-treated with a banana and felt better in 5 minutes. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa combo system. Reference medwatch with patient identifier (B)(6) for the mobile system.